Manufacturer narrative:
The investigational analysis completed 11/9/2018. The device was inspected and reddish material inside the pebax, a scratch, and a hole was found on the pebax. Irrigation testing was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a irrigation inadequate issue occurred. During the procedure, the catheter did not spray out saline evenly and only 2 holes were working. A second catheter was used to complete the operation. No adverse patient consequences were reported. The irrigation inadequate issue has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because on (B)(6) 2018, the bwi failure analysis lab (fal) received the device for evaluation and found reddish foreign material in pebax sleeve, a scratch, and a hole was in the clear pebax. The reddish material and scratch on the clear pebax has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The hole in the pebax has been assessed as reportable. The awareness date was reset to (B)(4) 2018.